Manufacturer narrative:
An event of a residual shunt and av block was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a pediatric patient underwent device closure of a ventricular septal defect (vsd). The patient was subsequently taken to the operating room for pa de-banding and tricuspid valve repair, however the pa required re-banding due to a significant shunt through the ventricular septum after placement of the device. On (B)(6) 2018, an additional vsd closure was attempted percutaneously. On (B)(6) 2018, echo showed severe tr with ruptured chorda, and the patient had intermittent high degree av block. Emergent surgery was performed on (B)(6) 2018 to remove two vsd devices, repair the tricuspid valve, and implant an epicardial pacemaker. (Clinical study patient ID: (B)(6)).